Manufacturer narrative:
Additional procode: hrx device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained an injury from an unknown accident on an unknown date and had an open wound. A bone infection developed and spread from the tibia to the femur and the surgeon wanted to complete bone grafting of the medullary canal. Patient underwent irrigation & debridement (I&d) of the femur with bone grafting on (B)(6) 2018. The ria system (reamer/irrigator/aspirator) was used and the tip of the drive shaft broke off while trying to insert the medullary reamer head onto the drive shaft. The broken tip did not enter the patient, as the incident occurred on the back table. Another drive shaft was used with the same medullary reamer head to successfully complete the procedure. There was no issue with the medullary reamer head. There was no surgical delay. Routine intraoperative x-rays were taken standard for the procedure. The patient was reported as stable. Concomitant device reported: medullary reamer head (part # unknown, lot # unknown, quantity: 1). This report is for a drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 314.743, lot 9945579: release to warehouse date: june 15, 2016. Supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history records (DHR) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: per the technique guide, during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. No new issues were identified with the remaining portions of the device. The received condition agrees with the complaint description and the complaint was confirmed. Based on the date of manufacture the relevant drawings were reviewed. The distance across the flats of the hexagonal tip was measured and was within the specification. The inner diameter at the fracture was measured and was within the specification. Review of the device history records (DHR) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material. While no definitive root cause could be determined it is likely that the complaint condition is the result of any unintended force encountered by the device during usage/handling on its distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device available for evaluation. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.